Manufacturer narrative:
The returned product was evaluated and the investigation found to have a soft cannula that was stretched out and bent. The device download data shows no increase in pulse widths or signs of struggle during the run. No other defects or deficiencies were found during the investigation.

Event description:
It was reported that the patient¿s blood glucose reached greater than 250 mg/dl and that the pod worn on abdomen for an unspecified amount of time.